Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an interventional procedure. Reportedly, a proglide device was opened with the needle noted to be half-open when removed from the package. The device could not be used in the patient. A second proglide device was used. When the plunger was removed in step 3, the proglide suture was noticed to be broken. The sutures of two new proglide were successfully pre-placed. The sheath was upsized to less than or equal to 10f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Returned device analysis of the proglide device (B)(6) noted the needle was half-open when removed from the package, and showed a needle to cuff miss. There was no patient contact noted.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported lever/foot partially deployed could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. It may be possible that the lever was inadvertently actuated to deploy the foot during removal from the packaging. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.